Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead was found to have insulation damage, resulting in noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.